Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported there were high right ventricular (rv) lead capture thresholds. The thresholds increased and then became stable. After generator replacement from implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy pacemaker (crt-p) the pace/sense portion of the lead remains active however the shocking electrodes were capped and abandoned. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.